Event description:
Event description cpi received information that this bipolar lead was removed from service. One day after the implant, the physician performed an invasive procedure to remove the lead because it had migrated. It was reported the patient had tricuspid regurgitation. A new lead was implanted.